Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and specificity testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product and patient sample were not available for return. Clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. Section d. Suspect medical device during the product evaluation, it was determined the suspect device list number 02g22-25 lot number 61161fn00 should have been list 02g22-30 lot 67028fn00. The product evaluation was completed for lot 67028fn00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer observed falsely decreased (B)(6) results while using the architect (B)(6) reagents. The following data was provided. Sid (B)(6) initial 0.18 (nonreactive), repeat 1124.79 (reactive); confirmatory testing was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Date received by manufacturer of the initial report 3008344661-2017-00017 should have been 02/22/2017 and not the year 2016. An evaluation is in process.